Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right atrial (ra) lead exhibited low out-of-range pace impedance measurements. It is suspected that there is atrial lead insulation damage. The physician plans to replace the atrial lead. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information received indicates that this device continued to exhibited low out-of-range pace impedance measurements as well as loss of capture and pacing inhibition after the right atrial (ra) lead was replaced. Further investigation and device memory analysis revealed that the device was oversensing the minute ventilation signal on the atrial channel, and this was likely the root cause of the observed out-of-range pace impedance measurements. Device memory analysis also revealed this device exhibited high power consumption leading to premature battery depletion. This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the clinical observation of premature battery depletion. External visual inspection of the device noted lead abrasion marks on the case and anodization marks on the case from pacing pulses. The titanium case was opened and internal visual inspection revealed no irregularities. Testing found that the battery had depleted earlier than expected. Laboratory analysis was unable to reproduce the condition that caused the battery to deplete prematurely. When connected to an external power source, the device passed all tests and operated normally. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported noise oversensing, pacing inhibition, low pace impedance measurements, and loss of capture.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The right atrial (ra) lead was surgically abandoned and replaced. The device remains in service. No additional adverse patient effects were reported.